Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This mre review is for sterilization procedure only. Part: 04.112.027s. Lot: 8631862. Manufacturing site: selzach. Supplier: früh verpackungstechnik ag. Release to warehouse date: 27.september 2013. Expiry date: 01.september 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument part: 04.112.027. Lot: 7465977. Manufacturing DHR review performed . Part number: 04.112.027. Lot number: 7465977. Part manufacture date: 03 sep 2013. Manufacturing location: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm ti lcp sup ant clavicle plate 6h/lt/94mm was processed through the normal manufacturing and inspection operations with no rework noted. A single part was scrapped at operation 10 machine bottom/top as a set up piece. The remaining lot quantity of 41 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Part number: tialnbpi04.112.031 forged raw material. Lot number: 7289284. Part manufacture date: 07 march 2013. Manufacturing location: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record for the raw material revealed no complaint related anomalies the device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: visual inspection performed at customer quality (cq) identified that approx. 2mm of the distal thread of the lcp drill sleeve has broken off and is still blocked in the plate. The lcp sup-ant. Clavicle plate shows some nicks and scratches on the surface, originated from bending instruments during plate contouring. Functional test: function test with lcp drill sleeve was performed at adjacent plate holes and did not show any abnormalities. Since these holes are manufactured in the same production step it can be assumed that all holes met specifications. Summary: the complained malfunction is not related to the lcp sup-ant. Clavicle plate, therefore the complaint is unconfirmed for the plate. A function test was performed at the adjacent plate holes with the lcp drill sleeve and did not show any abnormalities. The review of the production history revealed that this lcp dhs-plate was manufactured in september 2013 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The certificate of the raw material was reviewed during the performed device history review and meet specification. There were no issues during the manufacture of this product that would have contributed to the breaking of the lcp drill sleeve. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative. Updated lot number. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Codes updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent osteosynthesis surgery for clavicle shaft fracture with the lcp superior anterior clavicle plate and the lcp drill sleeve in question. During the surgery, the surgeon bent the plate. When the surgeon attached the drill sleeve to the plate, the bit of the drill sleeve broke. The surgeon could not remove the fragment of the drill sleeve from the plate completely. The surgeon used another clavicle plate instead and completed the surgery successfully. The surgery was delayed by less than 30minutes. No further information is available. This complaint involves two (2) devices. This is 2 of 2 for report (B)(4).